Event description:
It was reported that the insulin pump alarmed meter blood glucose now with an open circle showing on the top of the display. The customer stated that she was unable to clear the alarm. She reported that the insulin pump had an unresponsive esc button. The blood glucose reading was 80 mg/dl. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).the insulin pump was received with no button response from the esc button due to flattened dome switch. Unable to verify meter blood glucose now alarm due to no button response. No unexpected black circle on the display was noted during testing. No cosmetic damage noted.